Manufacturer narrative:
Results: micro switch set screw out of adjustment.

Event description:
It was reported by service report that the bed had a loss of motor controls. No pt involvement or adverse consequences are reported.